Manufacturer narrative:
The ICD and the lead under complaint were returned for analysis. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Intica 7 hf-t qp df4 is4 promri: upon receipt, the ICD was interrogated, revealing the battery status mos1. The ICD was implanted for approximately 48 months and 18 charging cycles were recorded to the device memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel. Therefore, a sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. There was no indication of a device malfunction. In a next step, the ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of an ICD malfunction. Plexa promri s 65: upon receipt, the lead under complaint was found cut 7 cm distal to the df4 connector pin. A distal and a proximal fragment were returned for analysis. A medial fragment (approximately 8 cm length) was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed between 10.5 cm and 7 cm proximal to the lead tip that the insulation was found damaged due to wear, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, a stretched rv shock coil was found, which most likely resulted from the extraction procedure due to tensile stress. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
On (B)(6) 2021 a noise like iegm was observed on hm data. After receiving one alert on rv lead around dec. 2018, lead recorded nst 9 times. Only episode remained until (B)(6) 2021, short interval count was increased and decreased around dec. 2020. Pvc count was increasing. There was no abnormality to the measured data. The recent periodical iegm remained for noise. Follow up with the patient will be done in (B)(6) 2021.